Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 499mg/dl and a no delivery alarm. The customer indicated that the alarm was resolved by changing out the reservoir and the infusion set. Customer declined to troubleshoot.